Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a contact detach infusion set, characterized by blood glucose rising to 331 mg/dl for approximately four hours after an infusion set change and food intake, with device alerts for prolonged levels above 300 mg/dl; the user suspected infusion into scar tissue and performed a full supply change, after which glucose declined to 204 mg/dl and continued trending down. Symptoms included hyperglycemia without ketosis, dizziness, loss of consciousness, diabetic ketoacidosis, or other acute clinical effects. Outcomes included no need for assistance, no medical intervention, and no hospitalization. Investigation included customer interview, review of device use and event chronology, and troubleshooting and education on infusion set placement and site rotation. Investigation of this case revealed inadequate insulin delivery due to suspected infusion set placement into scar tissue and potential suboptimal set deployment or connection, with no leaks or visible damage reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related infusion site selection leading to reduced insulin absorption, resolved with supply change and site relocation.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.